Event description:
Pt had difficulty swallowing endoscopy capsule. Chest x-ray showed capsule in bronchus. Bronchoscopy on the day of the event was unsuccessful. To remove capsule. Pt transferred to hosp on the day after the event. Capsule successfully removed by bronchoscopy and pt discharged home on the following day.